Manufacturer narrative:
(B)(4). Insulin pump p-cap reservoir locks properly into place. Insulin pump passed self test. Insulin pump received pump error on rewind. Unable to perform displacement test due to rewind anomaly. Pump error found in the pump history. Problem isolated to electronic assemblies. Pump error found in the pump history due to motor assemblies. Insulin pump received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.